Manufacturer narrative:
Analysis was performed by a field service engineer (fse) which included a functional check of the monitor as well as a review of the complete clinical audit log. The results of the analysis indicate the problem was not able to be duplicated. All of the equipment on the unit was functioning as expected. The complaint was escalated for a technical complaint investigation. The clinical audit log showed multiple red and yellow alarms were displayed, sounded and were subsequently acknowledged on (B)(6) 2025 between 14:13:48 and 15:13:25. Brady alarm annunciated on (B)(6) 2025 at 15:11:28 and was acknowledged in the room at the bedside approximately 30 seconds later. The results indicated that the alarms were functioning correctly. Based on the results of the analysis, the product was confirmed to be operating per specifications. The alarm sounded and was acknowledged. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the patient information center ix indicating that alarms were not generated for bradycardia and the patient required resuscitation. The staff indicated the lack of alarm delayed the response time. The patient was then transferred to the ICU in stable condition. The clinical supervisor indicated she may have found the alarm that was generated; however, the customer requested assistance in obtaining the clinical audit log. Biomed also sequestered the telemetry device for testing.

Manufacturer narrative:
Additional information was received which clarified that there is no permanent impairment anticipated but remains unable to determine at this time. The clinical workflow of the unit is 36 infants on monitors, a central monitor at the nursing station, and all nurses monitor the alarms. The complaint was escalated for a technical complaint investigation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.